Event description:
Post ablation menstruation decreased but was still heavy. Fifteen months post ablation she began to experience severe pain and cramps. She was admitted to the hospital for an infection.